Event description:
It was reported that the customer had scratches on the pump screen and it was impeding visibility. Customer did not want a loaner pump. Customer also has been having high blood glucose levels with no alarms or issues with sets. Customer was advised to revert to a back-up plan. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.